Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and deflation.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, textured implants, and "possible leaking". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Healthcare professional reported the "left mammary implant appeared to be intact. Calcification of the capsule was also identified". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Calcification observed in the surface of the shell, but it is a medical event not related to the device. Crease/folding of implant observed in the surface of the shell but it is a medical event not related to the device. Other-technical: no observed particles in the fill channel but in the test the fill channel its clear. Additional observations: no observed openings in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "any creases" and "particles in valve" observed during explant surgery.